Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler firing a gray reload resulted in a patient air leak. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the sureform 45 stapler or gray reload used during this reported event for failure analysis investigations. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number): event verification, system/instrument log review.